Event description:
It was reported to the device manufacturer that when the energy selection indicator is set to various ranges such as 100, 120, 150, 170j, the display screen shows only 150j. There was no reported patient involvement.

Manufacturer narrative:
We are currently considering this as a malfunction because the limited information available alleges that the energy selection function of the device is not performing as intended. This could lead to over- or under- treatment of a patient in a critical condition and, as a result, serious injury and/or death could occur. The reporting hospital has not been able to locate any device with this problem or to verify that there was ever a device with this problem. It was reported that the device displays only 150j when the energy selection indicator is set to another value. The defibrillator model reported as experiencing this problem does not have a display. The device manufacturer is attempting to obtain additional information about this reported problem and a supplemental report will be filed when more information is obtained or when the investigation is closed.